Event description:
This report is being filed after the subsequent review of the following journal article, zhang, l. Et al. (2011). The clinical benefit of medial support screws in locking plating of proximal humerus fractures: a prospective randomized study. International orthopedics, 35, 1655-1661. The authors evaluated postoperative radiological and clinical behaviors of medial support screws in fracture fixation. Between (B)(6) 2007 and (B)(6) 2008, 72 patients with acute close fracture of the proximal humerus were treated with open reduction internal fixation using synthes device, proximal humeral internal locking system (philos) locking plates. The final study group consisted of 68 patients, (22 males and 46 females) with mean age of 63.2 years and mean follow-up of 30.8 months. Patients were randomized into two groups: 39 patients were treated only with a philos locking plate and the remaining 29 were treated with the philos locking plate and additional medical support screws. The authors reported: ten patients with early loss of fixation after surgery (six patients with varus collapse of the fracture; three with screw (manufacturer not reported) penetration; and one with plate breakage); of the ten, seven underwent another series of operations for revision and the remaining three chose non-operative treatment; seven patients with poor rating of shoulder function; and one patient with asymptomatic osteonecrosis of the humeral head that did not require revision. The authors concluded anatomical reduction can substantially decrease the risk of postoperative failure in locking plating of proximal humerus fractures. This is a reportable malfunction report that pertains to: seven patients with poor rating of shoulder function; and one patient with asymptomatic osteonecrosis of the humeral head that did not require revision. This report is for an unknown philos plate. This is report 2 of 2 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
(B)(4). This report is for an unknown philos plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.